Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at hex for implant and at the collar. Bone debris and dried presented on the external threads. Pre-existing patient condition noted on the per was moderate bone density of type ii. The reported device was being placed when the incident occurred. The implant was placed for approximately 3 years 3 weeks. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (fracture). X-ray or picture image was not provided by the customer. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - (B)(6) 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR reviews was completed for the subject lot number 2013021119. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (2013021119) for similar event and no other event was found. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices (oss311) and event (fracture implant). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant was removed due to implant fracture. The bridge was loose and after examination doctor noticed the implant fractured.